Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with damaged lens. During analysis, the customer's reported problem regarding "failed volume test" was not able to be duplicated and the unit was found to be within the +/-3% specification. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during a regular preventive maintenance of a smiths medical cadd solis vip pump, the pump failed volume test. There was no patient involved in this event. No adverse effects were reported.